Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the blood glucose ran high. The blood glucose reading was 500 mg/dl. The caller also reported that some of the cannulas had been bent and was also advised that rotating the insertion sites would alleviate the high blood glucose. The insulin pump was not replaced or returned.